Event description:
Customer stated she had hip replacement surgery on (B)(6) 2010, and that a 1626w tegaderm dressing was applied in the operating room and then removed two weeks later. Customer stated that a smaller tegaderm dressing was then applied for one week. On (B)(6) 2010, the customer noticed a rash under the dressing and alleges that she had blisters around the incision where the tegaderm covered the incision, stating that "it looked like poison ivy" with blisters and redness. Rash had spread up her torso, about four inches above the incision, and down her leg to her shin. The customer visited her doctor who prescribed a medrol pack beginning with 30 mg and reducing to 5 mg. Additionally, the customer was given topical betamethasone.

Manufacturer narrative:
Conclusions: no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored.